Manufacturer narrative:
(B)(4). Concomitant medical products: - p/n 00620005422 l/n 62091843 trilogy acetabular shell. P/n 00630505036 l/n 62069702 trilogy acetabular liner. P/n 0100102616 l/n 2704505 wagner sl revision hip stem. Reported event was unable to be confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported issue was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 001822565-2017-02386.

Event description:
It was reported patient was revised approximately 1 month post-implantation due to unknown reason. Attempts have been made and additional information on the reported event is unavailable at this time.